Event description:
It was reported that during device interrogation it was discovered that the lead integrity alert (lia) had triggered, which the patient had heard. The device detections were turned off. Follow-up was conducted and not received. If additional information becomes available, it will be added to the event. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
B5: it was later reported from follow-up received that the right ventricular lead had noise and oversensing due to a possible lead f racture. The lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(4).